Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received notice from (B)(4) claims handler regarding matter where their client (B)(4) has a client that allegedly broke a seat twice. The second time he fell from unit.

Manufacturer narrative:
An inspection was held. When provider replaced seat, all hardware was sent. However, upon inspection by pride, it was noticed that two (2) lateral bolts that were sent with replacement seat were not available at the inspection. These two (2) bolts would not allow the seat to fall off. Due to the bolts missing, no conclusion can be drawn.

Event description:
Received notice from (B)(6) claims handler regarding matter where their client (B)(6) has a client that allegedly broke a seat twice. The second time he fell from unit.